Manufacturer narrative:
The hospital biomed replaced the power switch and wiring harness. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 10/31/17 phone call, 11/01/17 phone call, 11/02/17 phone call.

Event description:
The hospital reported that, during a case, the unit had an 8 second shutdown warning. The machine eventually shutdown. There was no reported patient injury.